Event description:
The doctor reported the implant was removed due to osseointegration failure within one year, approximately 3 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was not recorded. The doctor reported local infection during the implant removal surgery. The patient has since recovered.